Event description:
It was reported that this implantable lead was part of the system revision due to infection. No adverse patient effects were reported. The implantable lead was explanted. Additional information indicated that the patient was admitted due to being septic. The patient was treated with intravenous antibiotics and was discharged with oral antibiotics as the take home medicines. Subsequently, the patient went back for the follow-up check-up but still the infection persisted. No additional adverse patient effects were reported. The implantable lead was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: description of the event; h2: follow-up type; h3: device eval by manufacturer; h6: patient codes; h6: impact codes; and h11: additional MFR narrative.

Event description:
It was reported that this implantable lead was part of the system revision due to infection. No adverse patient effects were reported. The implantable lead was explanted.